Event description:
Reporter noted facility having post-op infections with nine pts since 2005. Cultures showed, it was a staph infection. They don't blame products, but are looking at all possibilities. F/u with customer noted or staff was not flushing I/a tips per MFR recommendations. Pt 3 of 9: no information provided to date.

Manufacturer narrative:
Product was not available for eval. Contacted customer to discuss possible sources of pt event; review cleaning and sterilization procedures. Two questionaires have been sent; none returned to date.